Event description:
Date of event: 2009. This complaint received from a nurse concems a female patient with a stoma who experienced skin irritation after using the sensura flex product. She suddenly developed skin irritation over few days related to the area under the adhesive. She was treated with dermovat creme.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. The lot number is also unavailable, so a review of the lot history records is not possible. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed. Device not received by manufacturer.